Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the they had issues with filling the insulin pump. Customer stated insulin would squirt out during the prime process and a compromised force sensor system alarm occurred. Customer's blood glucose was 66 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test. However, unable to prime the pump during the prime test, and the pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. No other alarms noted. The drive support was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and broken battery tube threads.